Manufacturer narrative:
H10: the authorized service provider (asp) confirmed diagnostic code 1007 (machine and proximal pressure sensors failed) in the device event log. The device returned to full functionality after the asp replaced the central processing unit (cpu) printed circuit board assembly (pcba), the data acquisition (da) pcba, and the da to motor controller (mc) pcba cable. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated.

Event description:
Philips received a complaint from a philips authorized service provider (asp) reporting a machine and proximal pressure sensors failed (diagnostic code 1007) occurred on the v60 ventilator. The device was not in clinical use. There was no report of harm. The asp reported the device was fully operational prior to the field change order (fco) implementation replacing the power management (pm) printed circuit board assembly (pcba). Following the implementation, the device generated the machine and proximal pressure sensor failed error and functions ceased. Investigation is ongoing.

Manufacturer narrative:
The removed data acquisition (da) printed circuit board assembly (pcba) was returned to the product investigation lab (pil) for analysis. The pil technician installed the system da pcba into a pil v60 standard test bed (stb) to test for the accusation of: machine and proximal pressure sensors failed (ec 1007). The functional analysis was performed and identified that the device pressure accuracy testing failed. In addition, it generated 110d- check vent: proximal pressure sensor range error during the stb operation. After further analysis, the pil technician determined that proximal pressure sensor (u6) on suspect da pcba was faulty.